Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose of 26mg/dl, and the insulin pump alarmed motor error during the basal delivery. The customer also reported being in the emergency room due to low blood glucose of 26mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was flush, and the insulin pump was not exposed to a high magnetic field. Assisted the caller to perform the high pressure test and passed. The customer ran a fixed prime and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.